Event description:
It was reported that the patient was sent to the emergency room (ER) due to extreme back pain. Blood work was taken and showed that the patient had an infection. It was noted that there were no signs of infection at the incision sites. It was believed that the infection was not device related and the location or source of the infection was unknown. The patient underwent an explant procedure and was doing well post operatively. The explanted ipg and linear leads were discarded. No further information has been obtained despite good faith efforts. Additional information was received that the patient did not have an infection per the physician and remained in the hospital for a few days because of pain and it was not related to the recent revision.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077398 / 7077485 / 20134705 / 21215472.

Event description:
It was reported that the patient was sent to the emergency room (ER) due to extreme back pain. Blood work was taken and showed that the patient had an infection. It was noted that there were no signs of infection at the incision sites. It was believed that the infection was not device related and the location or source of the infection was unknown. The patient underwent an explant procedure and was doing well post operatively. The explanted ipg and linear leads were discarded. No further information has been obtained.